Manufacturer narrative:
The facility requested repair parts from our technical svc dept and four replacement retro fit doors with instructions which was sent to the facility on 12/01/05. The unit has not being returned to smiths medical asd, inc. For eval. The reporting facility notified smiths medical - by calling into their service repair center. The facility reported that they had an h-1200/h30 unit where it had a broken clamp door on the unit. The facility was informed at the time of the call that smiths medical - had previously identified that there was an issue with end users causing the clamp slot door to break using excessive force when opening the door beyond the design limit. At the time of contact, the facility was informed that they would be sent an advisory notice letter, which had previously been sent out to all users of this device. The advisory notice was dated 11/07/05, and as a precursor to the mailed advisory notice for the facility, a faxed copy of the advisory notice was sent. Shortly after the facility rec'd the advisory notice, they filed a medwatch report to FDA. A copy of the advisory notice accompanies this response letter. It is important to note that the unit functioned as intended. When a clamp slot door is broken and will not close properly, the system will sound an audible alarm with a visual indicator alerting the clinician to this condition. The facility did confirm that the unit did perform to this specification. Refer to the advisory notice for add'l details for: the failure experienced, instructions for proper usage of the clamp slot door, a caution label to be placed on the clamp slot door, a clamp slot door replacement kit is made available to facilities at no cost and "actions" that the facility should take. A copy of the clamp slot door replacement kit accompanies this response letter. Refer to the copy of our advisory notice for add'l details. There have been a total of eighteen (18) other similar reports rec'd for this product failure, i.e.clamp slot door breakage with the unit shutting down and alarming, as intended when this condition occurs. Since smiths medical - recognized that there was a trend showing where the clamp slot door was breaking from excessive force being aplied by end users, in which they took immediate action by distributiong the advisory notice to all user facilities, and providing a clamp slot door replacement kit. Since the advisory notice was distributed, there has been only one (1) report rec'd for the clamp slot door breakage, which was from this reporting facility. The level 1 fast flow fluid warming system with air detector/clamp was introduced into the marketplace in 09/2003. Smiths medical took immediate steps to redesign the clamp slot door that would allow for a greater range of motion for opening of the door. The unit did function as intended when the clamp slot door was broken and would not close properly, an audible alarm sounded with a visual indicator alerting the clinician to this condition. When this occurs, the clinician should immediately take the unit out of service. This is what the reporting facility did perform. The expectation is the device will perform as intended; it is important that user facilities follow the instructions and warning notices outlined in the operator's manual and read the entire operator's manual. Refer to the advisory notice for add'l details. The clamp slot door was "designed to only open 40 degree from the closed position". "When the door is opened beyond this point, resistance will occur and applying further force may cause the door to break." This event occurred because the facility exceeded the design limit of the clamp slot door. Manual addresses the directions for use and any caution statements. This product does not have product performance reports.